Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device failed to charge it's internal battery. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
Device evaluated by a third party.